Event description:
Attempting to wire the patient's diagonal vessel-tip of wire lodged in patient's artery. Unable to remove with snare. Wire remains in diagonal artery. There was successful stent deployment and the patient will not be returning for any further treatment. Patient's diagonal compromised initially upon stent placement to left anterior decending. Pt having 5-6/10 chest discomfort prior to wire fracture. Pt continued to have 5/10 pain upon transfer to room. Integrilin given.